Manufacturer narrative:
No product was returned as it is still implanted in patient. The description of the details indicates that the mesh had become infected. As the mesh was implanted over 10 years ago it is not known what could have caused the mesh to become infected. A full review of all manufacturing lot history and sterilization records was performed and all product manufactured met the product requirements. The mesh product is provided sterile to the user. The product is sterilized using a traditional 3-step ethylene oxide (eo) cycle that delivers a 10-6 sterility assurance level (sal). This cycle is validated using biological indicators (bis) per the ¿overkill method¿ outlined in ansi/aami/iso 11135-1:2007, sterilization of health care products¿ethylene oxide ¿ part 1: requirements for development, validation and routine control of a sterilization process for medical devices. Clinical evaluation - atrium mesh products are intended for use in hernia repair, chest wall reconstruction, traumatic or surgical wounds and other fascial surgical intervention procedures requiring reinforcement with a non-absorbable supportive material. Any surgery that causes a break in the skin can lead to a postoperative infection. Microorganisms can infect a surgical wound through various forms of contact, such as from the touch of a contaminated caregiver or surgical instrument, through microorganisms in the air, or through microorganisms that are already on or in your body and then spread into the wound. Any infection may cause redness, delayed healing, fever, pain, nausea, tenderness, warmth, or swelling. Other risks for infection include the compromised patient, elderly and/or overweight patients, weakened immune systems and diabetes. Most infections can be treated successfully with antibiotic medications. Sometimes additional surgery or procedures may be required. Infections can be spread through various forms of contact such as the touch of a contaminated caregiver, or instrument or from pathogens that are already on your body. A common way for infectious diseases to spread is through the direct transfer of bacteria, viruses or other germs from one person to another. This can occur when an individual with the bacterium or virus touches, kisses, or coughs or sneezes on someone who isn't infected. The instructions for use (IFU) states complications that may occur with the use of any surgical mesh include, but are not limited to, inflammation, infection or mechanical disruption of the tissue and/or mesh material, possible adhesions when placed in direct contact with the viscera (intestines). The IFU also states atrium mesh should be shaped, cut to size, and affixed, taking into consideration the patient¿s posture, weight and anatomical location. Careful attention to suture/staple/tacker placement and spacing will help prevent excessive tension or disruption between the mesh material and connective tissue. It is recommended that suture/staples/tackers be placed 1/4 in. Or 6.5 mm from the edge of the mesh material for best results.

Event description:
Report from a home patient that mesh was placed in her in (B)(6) 2004. The mesh was sutured into her esophagus. Patient reported infection.